Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was missing additive. This event affected 4 tubes. The following information was provided by the initial reporter. The customer stated: stage: in the process of inspection. Defect: suspected fibrin foreign body, leading to retest. Quantity: 4. Impact: no impact on patients and users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin clot was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin clot based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was missing additive. This event affected 4 tubes. The following information was provided by the initial reporter. The customer stated: stage: in the process of inspection defect: suspected fibrin foreign body, leading to retest quantity: 4. Impact: no impact on patients and users.